Event description:
The customer reported the mainframe would shut down without command and reboot itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the lemo connector. The system operates as intended.